Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited episodes of over-sensed noise and high capture thresholds. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
H1 should be "serious injury" rather than "malfunction" in initial report.